Event description:
It was reported that during preparation for an unspecified procedure, a balloon detachment and shaft fracture occurred. The 4mm x 15mm flextome cutting balloon was removed from the packaging and an attempt was made to remove the plastic cover sleeve however, was unsuccessful. The whole balloon detached from the device and the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the flextome cutting balloon was returned with the balloon detached from the shaft and shaft damage. Visual examination identified the balloon protector cap was still on the balloon. The protector cap was removed from the balloon with tweezers and all blades and balloon material were in the correct channels of the protector cap. No damage was noted to the blades or balloon material. Visual and microscopic examination identified the shaft was 'squashed' 16mm proximal to the rapid exchange (rx) bond and 20mm distal to the rx bond. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure, a balloon detachment and shaft fracture occurred. The 4mm x 15mm flextome cutting balloon was removed from the packaging and an attempt was made to remove the plastic cover sleeve however, was unsuccessful. The whole balloon detached from the device and the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.